Event description:
The patient experienced sound perception problems and intermittent lock between the external eequipment and the cochlear implant. The patient was sen by a company representative for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not fiunctioning. The decision was made to explant the patient's device.